Event description:
Event description guidant received information that the field representative was inquiring if a sylet could be used to reposition this lead. The lead was then not repositioned, as at the revision procedure the lead was surgically abandoned due to a lead fracture, found once the pocket was opened. The impedences were >3000 ohms. The lead was surgically abandoned and replaced. The intra cardiac defibrillator was explanted. And replaced due to having 1-1/12 years longevity remaining. The patient had no adverse effects.